Event description:
It was reported that the procedure was to treat an unspecified artery. The indeflator was being used with a non-compliant balloon dilatation catheter (bdc) and on the 5th inflation the balloon lost all of it's pressure and air had accumulated in the chamber. At this point the stopcock was turned off towards the patient and the air was expelled out of the stopcock. The balloon was then re- prepped. Upon removal from the anatomy it was found that the balloon had not fully deflated. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis however this complaint appears to be related to a manufacturing issue associated with leak issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. One nonconforming material record/exception was generated for the finished good lot to investigate the reported issue in accordance with internal operating procedures. A review of the complaint history revealed no other similar incidents. The investigation determined the reported difficulties appear to be a potential product quality issue. On feb 25th, 2022, abbott vascular decided to initiate a voluntary field action for this product. Abbott vascular submitted medwatch#: 2024168-2022-01831 on march 4, 2022 with notification of the voluntary recall in h7, (remedial action initiated). Corrective action has been initiated per site operating procedures. Field safety corrective action is required for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copilot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. This action is being taken due to an increase in the complaint trend for reported leak/splash and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly.

Event description:
N/a.

Event description:
Subsequent to the initially filed reports the following information was provided: additional nitroglycerin [routine medication] was given in order to better visualize the vessel and fluoroscopy images were taken to confirm there was no vessel damage as a result of the balloon being removed partially deflated. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing and distribution nonconformities issued to the reported lot. One nonconforming material record/exception was generated for the finished good lot related in response to the current indeflator leak complaints. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.